Event description:
It was reported that the patient had x-rays performed and reviewed by the physician. It was reported that the neck x-ray was "unremarkable" and that the chest x-ray did not show disconnect between the electrode and the generator. It was reported that the x-rays did not confirm a lead fracture or damage. It was reported that the patient's generator was disabled due to the reported high impedance. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for generator and lead replacement due to high impedance. The patient was referred for neck and chest x-rays. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.